Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system was unable to go up and down in the y direction. It was reported that an unexpected noise would emit from the gantry when attempting motion. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The motion control box was returned to the manufacturer for evaluation. Testing found that the gantry would not extend and retract when installed in a known operational imaging system. Motion calibration allowed functionality to be restored, however a loud noise was noted to accompany the motion.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect motion control box has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the x-stage motor would emit a noise when motion was prompted. To resolve the reported issue, the gantry motion controller, power switching board and interface (umbilical) cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.